Event description:
It was reported that during device interrogation, automatic mode switching episodes on the ventricular channel were observed. Review of the episodes noted suspected myopotentials. The patient was scheduled for regular follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.